Event description:
It was reported that the insulin pump alarmed motor error and no delivery during the bolus process. The blood glucose reading was 162 mg/dl. No significant events leading to the alarm were observed. The customer stated that she was unable to rewind the pump. Advised discontinuation and replacement of the device. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. No motor error alarm was noted. Motor passed the motor test. The device was received with cracked reservoir tube lip and scratched lcd window.